Event description:
Pt was implanted with vocare bladder system but reported reduced function. Eval of the pt shows over-distended bladder volume 1200ml) which is reported due to infrequent use of the device. This pt has a c4 spinal cord injury and requires assistance to use this device and has had several episodes. Recovery is expected. This report is considered complete and no follow up is planned.